Event description:
Patient came to therapy to receive electrical stimulation. Patient pulled electrodes off during treatment, stating he was being shocked. The hosp was unaware of recall on equipment until biomed contacted the manufacturer after this event. Awaiting upgraded software as deemed by recall information.